Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2016 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to the original complaint, the audio bolus button cover was found to be torn but still operable. The display screen had a pinkish contrast. There was corrosion observed inside the battery compartment. A leak test verified a leak in the battery compartment and bolus button. The pump cover was removed and there was no further evidence of moisture damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
Follow-up #2, 6-april-2017. Correction to serial#.